Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device breakage ("device breakage"), rectal haemorrhage ("rectal bleeding") and pregnancy with contraceptive device ("pregnancy with essure device") in a 36-year-old female patient (gravida 3, para 3) who had essure (batch no. Cs000e1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous (number of live births: 3 ((B)(6) 2006, (B)(6) 2013, (B)(6) 2014).) And gestational diabetes (peior to 2014). Concurrent conditions included constipation chronic and irritable bowel syndrome. Concomitant products included norethisterone (norethindrone) for pain as well as medroxyprogesterone acetate since (B)(6) 2014. On (B)(6)2014, the patient had essure inserted. In may 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In july 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant) with palpitations. On (B)(6) 2016, 2 years 2 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In september 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with headache, nausea, fatigue, constipation and abdominal pain, vulvovaginal rash ("allergic or hypersensitivity reaction type: vaginal cream"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary") with urinary incontinence, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vulvovaginitis ("infection- vaginal bacteria") with vaginal discharge, depression ("depression"), rash ("rashes or skin conditions type: between legs"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with linaclotide (linzess), surgery (surgery to remove essure implant, bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea and dyspareunia was resolving and the device breakage, rectal haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, vulvovaginal rash, cystitis, urinary tract infection, female sexual dysfunction, bacterial vulvovaginitis, depression, rash, weight increased and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, bacterial vulvovaginitis, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, rectal haemorrhage, urinary tract infection, vaginal haemorrhage, vulvovaginal rash and weight increased to be related to essure. The reporter commented: patient did not experience any complications of your unintended pregnancy or delivery. Essure did not cause birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 66.9 kg/sqm. Ultrasound scan vagina - in november 2014: total bilateral occlusion, 100% total obstruction current weight 185 lbs. Approximate weight at the time of essure placement 165 lbs most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events pregnancy (no complications) (as reported), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: vaginal cream, infection (bladder/urinary tract/vaginal) type: bladder/urinary, apareunia (inability to have sexual intercourse), infection- vaginal bacteria, psychological or psychiatric problems condition: depression, rashes or skin conditions type: between legs, bladder or urinary problems or changes, migraines / headaches, blood or heartdisorder/condition type: palpitation, nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: constipation, hair loss, rectal bleeding, abdominal pain were added. Lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain') in a 31-year-old female patient who had essure (batch no. Cs000e1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (number of live births: 3 ((B)(6) 2006, (B)(6) 2013, (B)(6) 2014).) And gestational diabetes (prior to 2014). Concurrent conditions included gardnerella test positive since (B)(6) 2015, constipation chronic, irritable bowel syndrome, abdominal pain, pressure in vagina, hepatocellular injury and rectal bleeding. Concomitant products included norethisterone (norethindrone) for pain as well as antibiotics, flunisolide, hydrocortisone acetate (hemorrhoid), ibuprofen, medroxyprogesterone acetate since (B)(6) 2014 and omeprazole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), throat irritation ("allergic or hypersensitivity reaction type: itchy throat") and sleep apnoea syndrome ("sleep apnea") and was found to have the first episode of weight increased ("weight gain / loss specify which one: weight gain"), the second episode of weight increased ("weight gain") and weight decreased ("weight loss"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2018, the patient experienced haemorrhoids ("hemorrhoids"). On an unknown date, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary") with urinary incontinence, rash ("rashes or skin conditions type: between legs / rashes between legs"), migraine ("migraines / headaches"), headache ("migraines / headaches"), palpitations ("blood or heart disorder/condition type: palpitation"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and abdominal pain ("severe abdominal pain"). The patient was treated with linaclotide (linzess) and surgery (surgery to remove essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea and dyspareunia was resolving, the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, depression, rash, headache, palpitations, nausea, vaginal discharge, fatigue, constipation, alopecia, abdominal pain, throat irritation, haemorrhoids, anxiety, sleep apnoea syndrome and weight decreased outcome was unknown and the last episode of weight increased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haemorrhoids, headache, menorrhagia, migraine, nausea, palpitations, pelvic pain, rash, sleep apnoea syndrome, throat irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient did not experience any complications of your unintended pregnancy or delivery. Essure did not cause birth defects discrepancy in date of birth. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 66.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: results: total bilateral occlusion, 100% total obstruction. Current weight 185 lbs. Approximate weight at the time of essure placement 165 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction: the previously reported events 'pregnancy with essure device, device ineffective, allergic or hypersensitivity reaction type: vaginal cream, infection- vaginal bacteria, device breakage, rectal bleeding were deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device breakage ("device breakage"), rectal haemorrhage ("rectal bleeding") and pregnancy with contraceptive device ("pregnancy with essure device") in a 36-year-old female patient (gravida 3, para 3) who had essure (batch no. Cs000e1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous (number of live births: 3 (15oct2006, 11may2013, 11aug2014).) And gestational diabetes (peior to 2014). Concurrent conditions included constipation chronic, irritable bowel syndrome, abdominal pain, gardnerella test positive since 7-jul-2015, pressure in vagina, hepatocellular injury and rectal bleeding. Concomitant products included norethisterone (norethindrone) for pain as well as medroxyprogesterone acetate since 3-oct-2014. On (B)(6). 2014, the patient had essure inserted. In (B)(6).2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss") and throat irritation ("itchy throat"). In july 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant) with palpitations. In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 5-dec-2016, 2 years 2 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2017, the patient experienced depression ("depression") and anxiety ("anxiety"). In september 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2018, the patient experienced haemorrhoids ("hemorrhoids"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with headache, nausea, fatigue, constipation and abdominal pain, dermatitis allergic ("allergic or hypersensitivity reaction type: vaginal cream"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary") with urinary incontinence, bacterial vulvovaginitis ("infection- vaginal bacteria") with vaginal discharge, rash ("rashes or skin conditions type: between legs / rashes between legs"), migraine ("migraines / headaches"), sleep apnoea syndrome ("sleep apnea") and the second episode of weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with linaclotide (linzess), surgery (surgery to remove essure implant, bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on 5-dec-2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea and dyspareunia was resolving, the device breakage, rectal haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dermatitis allergic, cystitis, urinary tract infection, female sexual dysfunction, bacterial vulvovaginitis, depression, rash, alopecia, throat irritation, haemorrhoids, anxiety and sleep apnoea syndrome outcome was unknown and the last episode of weight increased had not resolved. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, bacterial vulvovaginitis, cystitis, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, haemorrhoids, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, rectal haemorrhage, sleep apnoea syndrome, throat irritation, urinary tract infection, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient did not experience any complications of your unintended pregnancy or delivery. Essure did not cause birth defects. Discrepancy in date of birth. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 66.9 kg/sqm. Ultrasound scan vagina - in (B)(6).2014: total bilateral occlusion, 100% total obstruction current weight 185 lbs. Approximate weight at the time of essure placement 165 lbs quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device breakage ("device breakage"), rectal haemorrhage ("rectal bleeding") and pregnancy with contraceptive device ("pregnancy with essure device") in a 36-year-old female patient (gravida 3, para 3) who had essure (batch no. Cs000e1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous (number of live births: 3 ((B)(6) 2006, (B)(6) 2013, (B)(6) 2014).) And gestational diabetes (peior to 2014). Concurrent conditions included constipation chronic, irritable bowel syndrome, abdominal pain, gardnerella test positive since(B)(6) 2015, pressure in vagina, hepatocellular injury and rectal bleeding. Concomitant products included norethisterone (norethindrone) for pain as well as medroxyprogesterone acetate since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss") and throat irritation ("itchy throat"). In (B)(6) 2015, the patient experienced rectal haemorrhage (seriousness criterion medically significant) with palpitations. In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 2 years 2 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2017, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2018, the patient experienced haemorrhoids ("hemorrhoids"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with headache, nausea, fatigue, constipation and abdominal pain, dermatitis allergic ("allergic or hypersensitivity reaction type: vaginal cream"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder/urinary") with urinary incontinence, bacterial vulvovaginitis ("infection- vaginal bacteria") with vaginal discharge, rash ("rashes or skin conditions type: between legs / rashes between legs"), migraine ("migraines / headaches"), sleep apnoea syndrome ("sleep apnea") and the second episode of weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with linaclotide (linzess), surgery (surgery to remove essure implant, bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, dysmenorrhoea and dyspareunia was resolving, the device breakage, rectal haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dermatitis allergic, cystitis, urinary tract infection, female sexual dysfunction, bacterial vulvovaginitis, depression, rash, alopecia, throat irritation, haemorrhoids, anxiety and sleep apnoea syndrome outcome was unknown and the last episode of weight increased had not resolved. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, bacterial vulvovaginitis, cystitis, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, haemorrhoids, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, rectal haemorrhage, sleep apnoea syndrome, throat irritation, urinary tract infection, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient did not experience any complications of your unintended pregnancy or delivery. Essure did not cause birth defects. Discrepancy in date of birth. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 66.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion, 100% total obstruction current weight 185 lbs. Approximate weight at the time of essure placement 165 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received .reporter and patient demographics were added. Updated suspect drug indication. Events itchy throat, hemorrhoids, anxiety, sleep apnea, weight gain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.